Event description:
It was reported that the ilet did not receive glucose data from a newly placed dexcom g7 sensor despite readings appearing in the dexcom application, consistent with signal loss between the cgm and the ilet. Symptoms included no ilet glucose display or cgm-driven automation due to loss of sensor communication. Outcomes included user education and restoration attempts without clinical impact, and no alerts or alarms on the ilet. Investigation included guided troubleshooting to toggle the ilet cgm setting between g7 and g6 and re-pair the sensor, remaining on the line until pairing confirmation. Investigation of this case revealed a communication pairing issue between the cgm and the ilet without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a connectivity or pairing issue resolved through reconfiguration and re-pairing.